Manufacturer narrative:
Device used for treatment, not diagnosis. Event date: unknown. Device is an instrument and is not implanted/explanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the variable angle screw screwdrivers are breaking tips during complex illio-sacral placement; surgeon was screwing through cement instead of bone. This is report 2 of 2 for complaint (B)(4).